Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the a device was explanted from a patient last year because it didn't work (details as to why were unknown.) The patient had the device for about one year. This was for a gastric-electric stimulator.